Event description:
It was reported that the patient experience a loss of stimulation following exposure to a security gate. Only the 9 v green light on the patient programmer will turn on. It was noted that the device was implanted on (B)(6) 2001, and the loss of stimulation may be due to the battery becoming discharged. Additional information was requested but was not available at the time of this report.

Event description:
Follow up information received indicated that the patient did not have any concerns with their device and/or therapy.

Manufacturer narrative:
Lead: model 3887-33 lot#: l79600 implanted: 2001 (B)(6), explanted: na. Lead: model 3887-33, lot#: j0010352v, implanted: 2001 (B)(6), explanted: na. Extension: model 7495-51, serial#: (B)(4), implanted: 2001 (B)(6), explanted: na. Extension: model 7495-51, serial#: (B)(4), implanted: 2001 (B)(4), explanted: na. Programmer: model 7435, serial#: (B)(4). (B)(4).